Event description:
The reported events (front panel blacked out and pneumoperitoneum stopped) occurred during preparation and inspection for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. B5: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel blackout occurred due to a faulty pressure sensor of the main board. Additionally, it¿s likely the pneumoperitoneum stopped due to a failure of the main board. The final root cause of these events was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During device evaluation, it was observed the display on the front panel disappeared and the pneumoperitoneum stopped due to a failure of the main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the high flow insufflation unit, the front panel blacked out. It was also reported that the pneumoperitoneum was not working and could not insufflate. There were no reports of patient harm or impact associated with the event.